Event description:
A malfunction alarm was reported, and technical support assisted the customer with resetting the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assured the customer that the pump could continue to be used and instructed them to call back if the malfunction recurred. The customer acknowledged and understood these instructions.